Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was recorded as high and ketone level was high. Customer administered a manual insulin injection and then went to the emergency room (ER). Customer was treated with intravenous insulin and saline. High bg/ketones resolved with no injury. Customer was discharged from the ER the same day. Pump system check was performed with technical support and no pump issues were identified. Reportedly, customer resumed pump therapy.